Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing no ultrasound. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the customer, who reported no ultrasound occurred during the phaco portion of a cataract procedure. There was no system advisory recorded. The case was completed without patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The customer handpiece and footswitch were tested and no problem was found. However, the ultrasound (us) controller printed circuit board assembly (pcba) and u/s handpiece (hp) cable assembly were replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 20, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be established. (B)(4).